Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated glucose readings on a g7 sensor while using an ilet system with a 6 mm, 23-inch infusion set, with no reported leaks, delivery stops, or alarms, and without a confirmatory fingerstick check. Symptoms included hyperglycemia. Outcomes included a supply change, user education on set change and monitoring, and follow-up confirming glucose was trending down. Investigation included troubleshooting with the user and monitoring after a full set change. Investigation of this case revealed no device alarms or delivery interruptions, and post-change trend suggested infusion or site-related performance was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.